Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads have broken off during use, one brush head had become very noisy and unaligned as a precursor to breaking [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the head of the oral-b power oral care refills precision clean had broken off during use with an oral-b rechargeable toothbrush, version unknown. The consumer stated that this had happened to 3 brush heads, and another head had become very noisy and unaligned as a precursor to breaking. No symptoms developed.